Event description:
It was reported that the pump was giving an error ¿motor rate error¿ during the high occlusion test. They replaced the motor and found it a couple loose. After replacing the motor, they started getting an error ¿motor was not running¿ even though it was running. The event occurred during preventive maintenance. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the device was in used condition. Service history review identified this device has not been in for service in the previous 12 months. Review of the event history log found motor rate errors. Functional testing was able to duplicate the customer reported issue. The investigation determined the leadscrew and carriage nuts were not shimmed to .002 and were causing the issue. The leadscrew and carriage nuts were tightened.